Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2014 due to patient allegations of loosening of the acetabular component. Additional information provided in patient medical records indicate right hip revision was performed on (B)(6) 2014 due to a loose acetabular component. The patient's operative report noted fluid. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This medwatch 0001825034-2014-05073 is a duplicate of medwatch 0001825034-2014-03223. This medwatch 0001825034-2014-05073 is considered closed at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2014 due to patient allegations of loosening of the acetabular component. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.